Event description:
It was reported at implant attempt, noise was noted on the lead, through the device, ventricular sensing channel. It could not be reproduced with pocket stimulation. It occurred 3-4 times every 15 seconds, even at 5.6mv sensitivity. There was no noise noted when the lead was tested through the analyzer. The grommet was found to be "full of heme", which appeared to be an air bubble and was all the way through to the lead port. A technical consultant noted possible grommet damage, allowing fluid down around the setscrew where it touches the lead, producing an electro-chemical reaction. (B) (6) 2009: the device was rtnd, with an additional report of sensing difficulty/noise, and blood in vent grommet. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Visual inspection: grommet damage was noted.